Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, partially explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine at an unknown concentration and dose, not obtainable, via an implantable pump. The patient¿s drug lot number and concomitant medications were not obtainable. The patient¿s medical history was reported as ¿none¿. It was reported that the patient had symptom return (date not provided). There were no environmental/external or patient factors reported related or contributing to the issue. A computerized tomography (CT) scan was performed and noted ¿the catheter, it had been intrathecal space¿. The physician ¿reop¿ the patient to explant the old catheter and put in a new catheter. Reportedly, the physician only explanted the spinal segment as the pump segment was ¿ok¿. This intervention reportedly occurred on (B)(6) 2016 and the event context was noted as post-operatively. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury. Please note it was also reported that there were no patient symptoms or complications associated with this event. Further, no medical or surgical intervention was required to prevent a permanent impairment of a function and the event did not lead to or extend a patient hospitalization.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-29 information was received from the representative who reported that the patient symptoms, pain, returned on (B)(6) 2016. Regarding the CT images, the physician found in accordance with the images that the catheter "it had been intrathecal space" and the patient began to have pain symptoms again. The catheter would not be returned as it was discarded by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.